Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was attempted to be implanted within the common bile duct of a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. According to the complainant, the indication for the stent placement was for treatment of a lesion at the head of the pancreas. The lesion was reported to be approximately 3 cm in length. The patient¿s anatomy was reported to not be tortuous. During the procedure, the stent was advanced into the target lesion; however, it would not deploy. The stent was removed fully constrained on the delivery system and a different device was used to complete the procedure. There were no reported complications as a result of this event. Based on the evaluation findings, which indicate that the stent was returned partially deployed, this is now a reportable event.

Manufacturer narrative:
(B)(4) for the evaluation findings of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by approximately 35mm and was positioned distally over the tip. It was noted that the clear outer sheath was severely accordioned proximal to the stent. During a functional analysis, it was possible to fully deploy the stent without any issue. The shaft was dissected proximal to the guidewire access sleeve and the distal end of the inner lumen was withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen or the deployed stent that would have contributed to the complaint reported. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.